Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by acute mi. During index procedure the patient had one endeavor sprint drug eluting stent implanted in the lad and one endeavor sprint drug eluting stent implanted in the l-av. Approximately 13 months post index procedure the patient suffered a gi bleed. The patient was treated with medication. The investigator indicated that the reported event was not related to the study device. Event is resolved. Patient was on dapt at time of event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.